Manufacturer narrative:
This report is submitted on october 09, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
It was reported that the patient's device was explanted (date not reported) due to an infection. The electrode array was left in situ. Additional information has been requested; however has not been made available as of the date of this report.

Manufacturer narrative:
Additional: it has since been reported that the patient underwent revision surgery on (B)(6) 2018 for a rotational flap. This report is submitted on march 7, 2019.